Event description:
On (B)(6): covidien sales rep reports via phone that the customer called to report the tip of the syringe detached during a pediatric cardiac catheterization procedure. Product monitoring has made multiple attempts, including a letter sent via (B)(6) to obtain additional pt and procedural info with no response from customer.

Manufacturer narrative:
Root cause: root cause cannot be identified since sample was not received for eval. Conclusions: DHR could not be reviewed since lot number was not provided. Conditions reported were not confirmed, samples were not received for eval. Corrective actions: no corrective actions will be taken since condition reported was not confirmed; no samples were received for eval.